Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown expert tibial nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Department of orthopedic surgery and traumatology without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: ideler n, brauns, j. & vandesance w. (2024), suprapatellar tibial nailing: intraoperative arthroscopic evaluation and results at a minimum of 12 months follow-up, acta orthopaedica belgica vol. 90 (no. 1), pages 90-95 (belgium). The aim of the study was to assess peri-operative patellofemoral cartilage damage after insertion of an imn and to assess 1-year clinical and radiological results of the treatment of tibial fractures after intramedullary nailing using the suprapatellar (sp) approach. Between february 2015 and march 2019, a total of 36 patients (23 male and 13 female) with a mean age of 45.5 years were included in the study. These patients had tibial fracture that underwent intramedullary tibial nailing (synthes expert tibial nail) using a suprapatellar (sp) approach in a semiextended position. The following complications were reported as follows: (n=1) postoperative wound infection, (n=1) developed psoriasis around the scar, (n=2) developed complex regional pain syndrome, (n=3) delayed union, (n=3) irritation or low-grade infection around screw entry points. (Required screw removal) (n=1) required wound irrigation. (N=2) dynamization of the nail required due to delayed union. This report is for an unknown synthes expert tibial nail. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).